Manufacturer narrative:
(B)(4). A representative sample was received for evaluation. Device was visually inspected. No defects were noted in the representative sample.

Event description:
It was that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The needle popped off of the suture during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.